Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top right case was found cracked. Check syringe plunger sensor was found in pump event history log. Reported problem was able to be duplicated during syringe test and digital sensors check. The root cause of the reported issue was found to be fluid ingression. Flippers were not properly engaged due to contamination on left plunger case assembly. Actions were taken to mitigate the reported issue: replaced left plunger case. Perform maintenance.

Event description:
It was reported that the device was presenting with "check syringe plunger" error. No patient injury was reported.